Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, it was reported that the patient was in the kitchen and upon making a turn from the window, the patient started to feel dizzy. The patient checked the receiver and it showed over 300 mg/dl value. The bg was not checked at this time because the patient does not have a fingerstick. There was no documentation of self treatment of symptomatic high egv. The patient called his sister to inform her that he was going to drive himself to the hospital. When the patient arrived at the hospital ER, they poked his finger and the result was low (the patient was unable to give value). The cgm value at that time was not documented. After the fingerstick, the nurses gave the patient an IV. The patient stayed for about 2 hours in the ER and then was discharged. At the time of the report, the patient was good and in normal condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.